Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: did the tissue pad melt? ((B)(4)) ---yes. Or did any of the tissue pad detach from the clamp arm and fall off? (Not melted away, but a piece broke off?) ---no. If yes, did any piece fall into the patient? ---na. Was the piece retrieved? ---na. Is the pad piece being returned with the device? ---it is attaching to the device. Or, was the pad piece discarded? ---no. Does the surgeon activate the device with the jaws closed, with no tissue between the jaws? ---no information. It was reported that, when the sales rep checked the device after the operation, the blade was broken off. Did the blade tip break off during the procedure? ---no. If yes, did the active blade tip fall into the patient? ---na. If yes, was the active blade tip retrieved from the patient? ---na. If yes, did this cause a change in the plan of care for the patient? ---na. Is the broken blade tip being returned with the device? ---no information. Or, was the broken blade tip discarded? ---no information. The device was returned with the distal tip of the blade broken off and it was returned with the device. The remaining blade portion was scratched, and with evidence of contact with metal in or out of the operative field. This blade tip portion may have broken off of the device during transport to our analysis site. The reported complaint was for: ¿tissue pad issues ". Upon visual inspection to the device no anomalies were observed with the tissue pad. The tissue pas was at normal wear. The device was functionally tested with a generator. During functional testing on gen11 an alert screen was displayed. A probable cause of the device stop activating and display an alert screen is blade damage. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in alert screens, such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an open gastric tube formation, the tissue pad wore during use. No pieces fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient.